Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information from a nurse of peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Treatment information was not provided. The cause of peritonitis was unknown. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was not confirmed because the disposable set was not returned to baxter. A batch review was conducted on the potentially associate lot number (h12c22012) and there were no exceptions noted during the manufacturing process. The assignable cause was undetermined; there was no device malfunction or use error identified.

Manufacturer narrative:
(B)(4). This is report 1 of 3. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.